Event description:
It was reported to boston scientific that an endovive standard peg kit push method was used during a peg placement. According to the complaint,during the procedure, the peg passed over the wire and got stuck when the physician tried to remove it. The procedure was completed with a new endovive standard peg kit push method without any complications to the patient. The patient's condition at the end of the procedure was reported to be fine.

Event description:
It was reported to boston scientific that an endovive standard peg kit push method was used during a peg placement. According to the complaint,during the procedure, the peg passed over the wire and got stuck when the physician tried to remove it. The procedure was completed with a new endovive standard peg kit push method without any complications to the patient. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found part of the green guidewire was returned inside the peg device. The guidewire was found to be passing through the joint of the peg device indicating no blockage in that portion of the peg. The thermoformed tubing was found to be deformed from the distal end. The deformation appeared to be some type of tooling marks possibly from a pair of hemostats. The peg tube was cut to access the guidewire. The guidewire was removed and only part of the guidewire was returned, one end of the device was not returned for evaluation. The core wire was found to be broken at the one end that was returned. The coil wire was found to be buckled and partially separated in multiple places. A functional evaluation using a 0.035 inch guidewire found that it could be passed through the peg remnant without issue. The returned unit was consistent with the complaint incident that the guidewire was stuck inside the peg device. It appears that the guidewire and peg device bound against one another possibly due to the position of the peg device inside the patient causing the guidewire to deform and break. It is unknown if the damage to the thermoformed tubing occurred during use or attempted removal of the guidewire from the peg device after attempted use. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12874848 and revealed no related issues to this complaint. (B)(4).